Event description:
It was reported that the pump touch screen was unresponsive. There was no adverse impact to the customer's blood glucose level. During troubleshooting with tandem technical support, it was confirmed that the pump was reset, resolving the issue and the customer continued to use the pump for insulin therapy.